Event description:
It was reported that the device's power board failed. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. The customer evaluated the device and received remote support from the customer care solution center, during which only one time device malfunction was communicated by the customer however the device works normally. The device's performance will be monitored going forward and another complaint will be opened if the issue persists.